Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed, and manual pressure was held for five minutes as per hospital protocol. As soon as manual pressure was released, the bleeding started again as if no closure device was used. There was no issue with deployment of the device. The patient developed a hematoma of unknown size five minutes post hold. There was no reported patient injury. The procedure was a uterine artery embolization (uae). A 5f non cordis sheath was used. The puncture site and stick location was the left common femoral artery (cfa). The femoral artery¿s suitability was not verified on angiography; no ultrasound was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was deployed, and manual pressure was held for five minutes as per hospital protocol. As soon as manual pressure was released, the bleeding started again as if no closure device was used. There was no issue with deployment of the device. The patient developed a hematoma of unknown size five minutes post hold. There was no reported patient injury. The procedure was a uterine artery embolization (uae). A 5f non cordis sheath was used. The puncture site and stick location was the left common femoral artery (cfa). The femoral artery¿s suitability was not verified on angiography; no ultrasound was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The reported events of ¿sealant-failure to achieve hemostasis¿ and ¿hematoma¿ could not be confirmed and possible contributing factors could not be determined as the complaint device was not returned for analysis and procedural images were not received. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events experienced by the customer. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analyses of the sterile units, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.